Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fph service center in (B)(6) where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report provided by the fph service center. Results: the fph service engineer reported that the gas outlet port was damaged and the upper end cap was cracked. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damages observed were most likely due to impact to the subject neopuff unit. It should be noted that the subject neopuff unit was 11 years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the medical center after passing the performance tests specified on the neopuff technical manual.

Event description:
A medical center in (B)(6) reported that the rd900 neopuff infant resuscitator had a broken gas outlet port. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900 neopuff infant resuscitator from the medical center for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A medical center in (B)(6) reported that the rd900 neopuff infant resuscitator had a broken gas outlet port. There was no reported patient involvement.